Event description:
W.l. Gore & associates received a letter from a pt containing the following info: "in 2005, I had a section of my small intestine removed. This operation resulted in an abdominal wall hernia. In 2006, I was admitted [to the hospital] for a gore dual patch hernia repair. Eight days later, I was readmitted to [the hospital] with recurrent bowel obstruction. Six days later, I was operated on and my surgeon found my small intestine adhered to your dual patch mesh. He surgically separated my intestine from your mesh." The product was identified as gore dualmesh plus biomaterial. Gore has attempted to contact the surgeon who is presently on vacation. Gore has been unable to gain add'l info at this time. Gore has made the decision in the absence of add'l info to report this event. Should add'l info become available gore will amend the report.

Manufacturer narrative:
Review of device manufacturing record. Review of the manufacturing records for the device verified that the lot met all pre-release specifications.